Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2025. On 02/10/2025, it was reported by the parent that the pediatric patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop and was found unconscious. The cgm was reading 112 mg/dl and the blood glucose reading was 235 mg/dl. The patient was taken to the hospital. There, the bg was 406 mg/dl while the egv was 130 mg/dl. At that time, the patient had headache and vomiting. The patient was hospitalized 3 days and treated with IV fluids and tylenol and ondansetron. The patient was okay and stable during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.